Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not performed as the lot number was not provided. Investigation summary: the device was not returned. Images and photos were provided and reviewed. Based on the provided images and photos, the investigation is confirmed for a titled filter, detached filter limb, and material deformation of the filter. The investigation is inconclusive for the difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the instructions for use states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt are known complications of vena cava filters. - remove the denali filter using an intravascular snare only. Potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt are known complications of vena cava filters. Filter malposition. Filter tilt. Optional procedure for filter removal: removal of denali filter using an intravascular snare warning: remove the denali filter using an intravascular loop snare only. Slowly advance the loop forward over the filter snare hook. Reduce the loop diameter by advancing the snare catheter while simultaneously pulling the snare backwards until the loop engages the filter snare hook. Note: under fluoroscopic guidance, ensure that the loop of the snare has properly engaged the filter snare hook and that the filter snare hook, retrieval sheath and snare are aligned. Be careful to snare the top of the hook; not the side. The marker tip of the snare catheter must be cephalad to the filter snare hook. Aaron bos, marc alonzo, and hector ferral (2016). Flipping the filter: forceps retrieval of a left common iliac vein denali filter through the left common femoral vein. J vasc interv radiol, 27(12):1870-1871. Doi: 10.1016/j.jvir.2016.04.009. H10: g3. H11: g1, h6 (method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal of vascular and interventional radiology titled 'flipping the filter: forceps retrieval of a left common iliac vein denali filter through the left common femoral vein', approximately eight month post filter deployment in the left common iliac vein, the patient was scheduled for a third filter retrieval procedure. Jugular and femoral access was gained and venogram demonstrated a tilted filter with the hook embedded in the posterior wall. Forceps were used from femoral access to dislodge the hook from the venous wall which resulted in deformation of the apex and struts. Multiple unsuccessful retrieval attempts were made from the jugular approach before the filter rotated with the hook directed anteriorly. The filter was successfully captured with forceps and removed through femoral access. A detached filter limb was successfully snared from the jugular approach. Completion venogram did not demonstrate extravasation. The patency of the patient¿s left common iliac vein is unknown.

Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Journal article review: the patient with gastrointestinal bleeding during anticoagulation for left common femoral vein thrombosis was scheduled for filter placement. The filter was placed in the left common iliac vein because the ivc measured 37 mm in diameter. Approximately eight months post filter deployment, during the third retrieval attempt, access was gained in the right internal jugular and left common femoral vein. Venography demonstrated the filter tilted with the hook embedded in the posterior wall. A biopsy forceps device was used to grasp the filter from the femoral approach and dislodge the hook and pull the apex into the vein lumen. During manipulation, the filter apex and struts became deformed. Multiple retrieval attempts were made from the jugular approach which resulted in filter rotation with the hook directed anteriorly. The filter was grasped with forceps from the femoral approach and removed. A detached filter limb was successfully snared from the jugular approach. Completion venogram revealed no evidence of extravasation. Beyond the completion venogram, the patency of the patient¿s left common iliac vein is unknown. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in an article in the journal of vascular and interventional radiology titled 'flipping the filter: forceps retrieval of a left common iliac vein denali filter through the left common femoral vein', approximately eight month post filter deployment in the left common iliac vein, the patient was scheduled for a third filter retrieval procedure. Jugular and femoral access was gained and venogram demonstrated a tilted filter with the hook embedded in the posterior wall. Forceps were used from femoral access to dislodge the hook from the venous wall which resulted in deformation of the apex and struts. Multiple unsuccessful retrieval attempts were made from the jugular approach before the filter rotated with the hook directed anteriorly. The filter was successfully captured with forceps and removed through femoral access. A detached filter limb was successfully snared from the jugular approach. Completion venogram did not demonstrate extravasation. The patency of the patient¿s left common iliac vein is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Journal article review: the patient with gastrointestinal bleeding during anticoagulation for left common femoral vein thrombosis was scheduled for filter placement. The filter was placed in the left common iliac vein because the ivc measured 37 mm in diameter. Approximately eight months post filter deployment, during the third retrieval attempt, access was gained in the right internal jugular and left common femoral vein. Venography demonstrated the filter tilted with the hook embedded in the posterior wall. A biopsy forceps device was used to grasp the filter from the femoral approach and dislodge the hook and pull the apex into the vein lumen. During manipulation, the filter apex and struts became deformed. Multiple retrieval attempts were made from the jugular approach which resulted in filter rotation with the hook directed anteriorly. The filter was grasped with forceps from the femoral approach and removed. A detached filter limb was successfully snared from the jugular approach. Completion venogram revealed no evidence of extravasation. Beyond the completion venogram, the patency of the patient¿s left common iliac vein is unknown. Image review: based on the images provided, a filter successfully captured and retrieved, can be confirmed. Based on the images provided, a filter arm became detached during the filter retrieval, can be confirmed. Based on the images provided, the detached filter arm was successfully captured and retrieved, can be confirmed. Based on the images provided, filter tilt can be confirmed. Based on the images provided, the filter was deployed in the left iliac vein, can be confirmed. Photo review: one arm of the filter appears to be deformed in nature with a bend noted. Based on the photo, the material deformation can be confirmed. Conclusion: the device was not returned. Images and photos were provided and reviewed. Based on the provided images and photos, the investigation is confirmed for a titled filter, detached filter limb, and material deformation of the filter. The investigation is inconclusive for the difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt are known complications of vena cava filters. - filter malposition - filter tilt - remove the denali filter using an intravascular snare only. Optional procedure for filter removal: removal of denali filter using an intravascular snare warning: remove the denali filter using an intravascular loop snare only. - slowly advance the loop forward over the filter snare hook. - reduce the loop diameter by advancing the snare catheter while simultaneously pulling the snare backwards until the loop engages the filter snare hook. Note: under fluoroscopic guidance, ensure that the loop of the snare has properly engaged the filter snare hook and that the filter snare hook, retrieval sheath and snare are aligned. Be careful to snare the top of the hook; not the side. The marker tip of the snare catheter must be cephalad to the filter snare hook. Date received by MFR, evaluation codes (B)(4). Evaluation codes (conclusion). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in an article in the journal of vascular and interventional radiology titled 'flipping the filter: forceps retrieval of a left common iliac vein denali filter through the left common femoral vein', approximately eight month post filter deployment in the left common iliac vein, the patient was scheduled for a third filter retrieval procedure. Jugular and femoral access was gained and venogram demonstrated a tilted filter with the hook embedded in the posterior wall. Forceps were used from femoral access to dislodge the hook from the venous wall which resulted in deformation of the apex and struts. Multiple unsuccessful retrieval attempts were made from the jugular approach before the filter rotated with the hook directed anteriorly. The filter was successfully captured with forceps and removed through femoral access. A detached filter limb was successfully snared from the jugular approach. Completion venogram did not demonstrate extravasation. The patency of the patient¿s left common iliac vein is unknown.